Manufacturer narrative:
A ge service rep performed an onsite investigation. System functional checks were performed and the system was found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure, the system locked up. No pt injury was reported.